Event description:
Left femoral-popliteal bypass done initially. Pt brought back to or with occluded graft. As new graft was placed it was noted inside of graft had rough surface. This graft removed and another satisfactory graft utilized. The graft with problem noted is identified. MFR representative came on 7/7/00 & took graft for eval.